Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a loss of the internal battery signal. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).